Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire inserted through an introducer needle. The guide wire was removed with moderate force and observed to have offset coils at 5 and 21 mm from the distal weld. The wire was found to be intact and within dimensional specifications. No defects or anomalies were observed on the needle. A review of manufacturing records did not yield any relevant findings. Since it appeared that the damage occurred in use, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported the catheter was being placed into the patient's left internal jugular in the operating room. During insertion of a cvc, the wire became stuck upon threading and the wire could not be removed. As a result, the needle and wire were removed as one and the wire was intact. A spare sterile needle and wire were used to complete the procedure. They do not know if there was a delay in treatment and there was no patient death or complications reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.